Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was not duplicated. The device was testing with new batteries in-house, it reading at 100%. Therefore, no fault found with the issue. Motor was replaced for preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that the patient reported that a smiths medical cadd solis vip pump exhibited faulty state but biomed was unable to see it in the log. It was also reported that the patient put in new batteries and got low battery reading and biomed replaced the batteries and everything worked just fine. No adverse effects were reported.